Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Initial reporter addr 1 : (B)(6).

Event description:
It was reported that the device was not powering on and had calibration issue. There was no patient involvement.